Event description:
The fixator was applied to treat a distal radius fracture. Approx 7 weeks post application, it was noted the fixator was loose on the bone screws. Because the pt was sufficiently healed, the md removed the fixator.